Manufacturer narrative:
Additional, corrected, and/or changed data: b3, b5, and d6a.

Event description:
The hcp additionally reported the ¿redness worsened 2-3 days after injection.¿ symptom has not yet disappeared but improved with hyaluronidase treatment.

Event description:
Healthcare professional (hcp) reported a patient was injected with skinvive¿ by juvéderm® in the cheeks by another hcp. Immediately after the injection, the patient showed ¿skin discoloration (reddening)/ suspicion of embolism¿ in the upper cheek to the forehead. The following day, the patient was treated with hyaluronidase. Symptoms status is unknown.

Manufacturer narrative:
Clarification to e.1. Phone number: +(B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.